Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Additionally, this product is indicated in de novo lesions in native coronaries. Based on the available information, the patient's aggressive progression of his existing coronary disease, vessel characteristics (svg), and procedural factors (direct stenting) may have contributed to the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The complaint received for the (B)(4) study is reporting in-stent restenosis one month post the index procedure. This (B)(6) male patient with a history of angina (within past 6 weeks), history of previous CABG (2001), hyperlipidemia, hypertension, history of renal insufficiency, and prostate cancer (2002) was admitted for angiography due to stable angina. Angiography revealed a 6mm, 70%, type c lesion in the mid portion of an svg to the diagonal branch. A 3.0 x 13mm cypher stent was deployed to 154 atms via direct stenting. Residual stenosis was 0%. There were no reported complications and the patient was discharged in stable condition with orders for aspirin and plavix.. One month post index procedure, the patient was noted to have unstable angina. Angiography revealed a restenosis within the previously implanted cypher stent in the svg to the diagonal. This was treated with placement of a xience stent within the cypher stent. The event resolved and the patient was discharged in stable condition.